Manufacturer narrative:
(B)(4).

Event description:
According to the article, the author wanted to test and compare the difference in post-operative pain and recurrence with the use of absorbable versus non-absorbable fixation devices for a laparoscopic ventral inguinal hernia repair (lvihr). Although he concluded that the types of fixation devices caused the same level of post-operative recurrence and were about the same, he found that one member within the group that underwent lvihr with the non-absorbable tacks was readmitted to the hospital with an enterocutaneous fistula due to mesh migration into the small bowel. The patient was treated with mesh extraction and segmental small bowel resection in the post-operative third month. On (B)(6) be a presenting symptom of recurrence after lvihr.'